Event description:
Six months ago pt tried to push himself out of bed and heard a crack. X-rays revealed a broken humeral stem requiring revision surgery. Intraoperatively, it was determined that a small humeral stem had been coupled with a large ulnar implant. The ulna was well fixed so a large humeral 8" stem was implanted.